Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the insulinx meter and freestyle strips were reviewed, and the dhrs showed the insulinx meter and freestyle strips passed all tests prior to release. The strip lot associated with this case was past its expiry date of 30 nov 2015 at the time of investigation; therefore, retain testing could not be performed. A tripped trend review was completed for the reported complaint and freestyle test strips and insulinx meters. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was lower than he felt. Customer reported that at 10:30 pm on (B)(6) 2017 he performed a blood test and received a reading of ¿lo¿ (less than 20 mg/dl). Customer stated ¿he felt his head was about to explode¿ and decided to go to the hospital. At the hospital the customer¿s blood was tested with a hospital meter with a result of 480 mg/dl at 11:00 pm. The customer was treated with an injection of 80 units of insulin. Customer was asked to stay for monitoring and his blood glucose was tested at 1:00 am on (B)(6) with a result of 240 mg/dl. Customer said he took his routine insulin of 70 units and was discharged at 9:00 am on (B)(6) 2017.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was lower than he felt. Customer reported that at 10:30 pm on (B)(6) 2017 he performed a blood test and received a reading of ¿lo¿ (less than 20 mg/dl). Customer stated ¿he felt his head was about to explode¿ and decided to go to the hospital. At the hospital the customer¿s blood was tested with a hospital meter with a result of 480 mg/dl at 11:00 pm. The customer was treated with an injection of 80 units of insulin. Customer was asked to stay for monitoring and his blood glucose was tested at 1:00 am on (B)(6) with a result of 240 mg/dl. Customer said he took his routine insulin of 70 units and was discharged at 9:00 am on (B)(6) 2017.